Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The clip was unable to successfully clip onto the tubing after multiple attempts. No damage to the grips were observed. The housing was removed, and no damage was observed. The root cause is not determined. Additional observation not reported by site was that the instrument main tube was found bent. The bending damage is located around the middle of the main tube. The root cause of bent instrument main tube is typically attributed to the mishandling/misuse, such as excessive loading, or improper handling during transport. A review of the instrument log for the medium-large clip applier instrument (part # 478053-04/lot# n10210615-0014) associated with this event has been performed. Per logs, the instrument was last used on 28-dec-2021, on system sl0691. The instrument had 50 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clips. The surgeon was unable to grasp the vessels. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The medium-large (ml) clip applier instrument with the ml ligating clip was in use for vessel ligation. There was no loose / broken cable observed. There was no clip misapplication nor non intuitive motion. The vessel was less than 10 mm in diameter. The instrument did not collide with any other instrument or tool during procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D15, d11: the following additional information was obtained from failure analysis: further engineering investigation confirmed the primary failure of a failed clip test. The instrument was placed on an in-house system and failed the clip test. After further examination, it was determined that the main tube was also bent. This bending had caused enough friction to prevent the push-pull rod from moving fully, which in turn prevented the jaws of the instrument to clip. The root cause of this failure is due to mishandling/misuse. Additional information can be found in the following fields: g3, g6, h2. Failure analysis information can be found in the following fields: h6 and h10.